Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
An implantable pulse generator was returned from a funeral home with no additional information. Patient information including cause of death has been requested and not received.

Manufacturer narrative:
This event occurred outside the us. Evaluation summary: (B)(4): the device was returned and analyzed and came back with a normal battery depletion. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
An implantable pulse generator was returned from a funeral home with no additional information. Patient information including cause of death has been requested and not received.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
An implantable pulse generator was retuned from a funeral home with no additional information. Patient information including cause of death has been requested and not received. An implantable pulse generator was retuned from a funeral home with no additional information. Patient information including cause of death have been requested and not received.